Event description:
It was reported that, during an unknown surgery, the wing part was deformed and could not be loaded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 2/2/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 582d22. Investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received unfired with the right gripping surface damaged, making the reload nonfunctional. In addition, an opened package was received along with the device. No functional testing was performed due to the condition of the reload. The condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 582d22, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.